Event description:
During an in clinic follow-up, an unspecified increase in right ventricular lead impedance was observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated high pacing impedance was observed on the right ventricular lead.

Event description:
During an in clinic follow-up, an unspecified increase in right ventricular lead impedance was observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.